Event description:
The customer reported the re-insertion of a salem sump ng tube resulted in a pneumothorax. Per additional information provided by the reporter on 26feb2025, the patient was treated for the pneumothorax with an emergent chest tube and airvo assistance.

Manufacturer narrative:
Additional product code: pif. An investigation is currently underway. Upon completion the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. There were no samples returned for evaluation; therefore, the incident device could not be evaluated and the root cause of the reported event could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.